Manufacturer narrative:
An event regarding stem fracture involving a restoration modular stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: no medical records were provided for review. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the determined lots. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including return of device, x-rays, patient information and operative reports are needed to fully investigate the event. If further relevant information becomes available, this investigation will be re-opened.

Event description:
It was reported through the filing of a lawsuit that alledgedly on or about (B)(6) 2014 the restoration modular hip system devices suddenly and without warning failed, breaking into two pieces. The patient was revised on (B)(6) 2014.

Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Not returned to the manufacturer.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2014 the restoration modular hip system devices suddenly and without warning failed, breaking into two pieces. The patient was revised on (B)(6) 2014.